Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has received no delivery alarms during bolus delivery and had changed the infusion set twice. Customer stated that he experienced high blood glucose and his meter was not communicating with his insulin pump. Blood glucose value was 300 mg/dl. Customer was advised to disconnect at quick release and perform fixed prime; insulin did exit the tubing. Customer stated that the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Multiple no delivery alarms found in the history. Customer removed the infusion set and the cannula was bent. Nothing further reported.